Event description:
The initial reporter received questionable elecsys insulin results for one patient tested with a cobas 8000 e 801 module serial number (B)(4). The patient's initial elecsys insulin result was not reported outside the laboratory. The customer performed dilution testing with the sample. For further testing, the customer sent the sample to a different laboratory and the sample was tested on an alinity analyzer. The patient's initial insulin result was 1000 uu/ml with a data flag. The patient's insulin result with a 1:5 dilution was 3755 uu/ml. The patient's insulin result with a 1:10 dilution was 3800 uu/ml. The patient's insulin result on the alinity analyzer was 280 uu/ml.

Manufacturer narrative:
Product labeling states, "measuring range 0.4-1000 u/ml or 2.78-6945 pmol/l (defined by the limit of detection and the maximum of the master curve). Values below the limit of detection are reported as 0.4 u/ml (< 2.78 pmol/l). Values above the measuring range are reported as 1000 u/ml (> 6945 pmol/l)." For dilution testing, product labeling states, "not necessary due to the broad measuring range." The investigation determined the high elecsys insulin results compared to the alinity analyzer was consistent with the elecsys insulin assay detecting the auto-insulin antibody complexes. For assay limitations, product labeling states, "samples from patients treated with bovine, porcine or human insulin sometimes contain anti-insulin antibodies. Insulin bound to these antibodies is at least partially recognized by the antibodies used in the elecsys insulin assay." Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.